Event description:
It was reported that the patient was unable to make adjustments with the patient programmer (pp) with and without the antenna attached. The patient¿s implantable neurostimulator recharger (insr) was also not communicating with the implantable neurostimulator (ins). When trying to recharge the ins, the patient was seeing the reposition antenna screen. The patient had tried everything from moving the antenna around to turning the antenna dial, but it would not connect. This had been occurring for 2 weeks. It was then reported that the pp would communicate with the ins but only if he had the pp or antenna placed just right. This had not been since implant and had gradually gotten worse. The couple of weeks prior to this report, it would take 30 minutes to get the pp to communicate and adjust the ins. This was happening both with and without the antenna. The patient had tried recharging the ins the night prior to this report. He was getting the normal recharging screen but none of the coupling boxes were shaded. He had had tried moving the antenna around and adjusting the dial but it did not help. The patient began recharging during the call and an antenna locate feature was performed. The highest number was 44. The patient attempted to start recharging but only saw the reposition antenna screen. The pp was working intermittently with and without the antenna. A replacement insr antenna was being sent. Additional information received on 2015-jan-26 reported that the patient received a replacement insr and was still having coupling problems. The antenna locate feature was performed a couple of times with the initial value being 50 and the highest number obtained being 70. The patient was noted to have lost a lot of weight and there was a lot of movement where the ins was located. The ins moved around pretty good, a couple inches either way. The movement was gradual and he had lost about 10 pounds where the ins was located. Before calling, the patient had been able to get more than 2 coupling boxes a couple of weeks ago. No falls were noted to have occurred. The third time of having a coupling issue, it was taking several hours to charge on 2015-(B)(6). He had the insr over his skin and he had attempted to use it in a standing and sitting position. The patient was redirected to his healthcare provider (hcp). Additional information received 2015-feb-03 reported that the patient had an appointment the following day. Additional information received reported that the antenna locate feature got a range of 46-74. The pp, insr, and clinician programmer could interrogate the ins. The insr could still not get more than 2 bars. The battery was noted that it could flip easily as the patient had lost a lot of weight. They were going to look at it under fluoroscopy to assess. The flip was confirmed. ¿the lead is exiting from header block in counter-clockwise direction. So if the image is us looking from posterior to anterior, and the battery is in patient posterior, it would be flipped.¿ follow-up determined that the physician flipped the ins back while under fluoroscopy. The patient was recharging again with no problem. No interruption in therapy was noted. Upon return of the pp, analysis found the antenna jack to have a cracked solder joint. The intermittent antenna jack was resoldered. C300. Follow-up was performed to determine if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 37791, lot# unknown, product type recharger. Product ID 39565-65, serial# (B)(4), implanted: 2014-(B)(6), product type lead. (B)(4).